Event description:
It was reported that following an implant procedure the patient was experiencing weakness during recovery. The patient was brought back in and entire system was removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7104033/7104821.

Event description:
It was reported that following an implant procedure the patient was experiencing weakness during recovery. The patient was brought back in and entire system was removed. Additional information was received that the patient was doing well post-operatively. No device malfunction was suspected.